Manufacturer narrative:
Phone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the event were not reported. It was reported that the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. Extraneal therapy was ongoing while the dose of physioneal therapy was reduced. No additional information is available.